Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose was 280 (mg/dl). The customer declined follow up by tandem technical support to ensure replacement usb cable resolved the charging issue.